Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-nov-21 from a manufacturer representative (rep). It was reported that one potential patient factor that was noted in the chart at the time of the original implant was the neurosurgeon commented in their report that the patient's periosteum on the right burr hole was "very thin" and did not come together at closure. The patient developed dvt's in the last few months; not related to their dbs. They are supposed to get a filter implanted for this after the dbs explant on (B)(6). The exact time frame is uncertain. The cause of the event has not been determined. The patient is scheduled for explant of the right lead on (B)(6) and other components will be evaluated for removal during the surgery. The issue has not been resolved at the time of the report. The patient was put on antibiotic therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was skin breakdown by the burr hole stimloc cap, it was unknown at the time of reporting which side. It was stated the patient was given an antibiotic course. No environmental/external/patient factors were known that may have led to or contributed to the issue. It was unknown what troubleshooting or diagnostics may have occurred at the time of reporting. No further information was provided.